Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture tie impression. The cause of the external abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.